Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6), 2022. On (B)(6), 2022, the red luer connector was detached naturally from the extension tube. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.